Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure on a total hip replacement, the suture thread broke after taking just two ¿bites". There was no excessive force on the suture and the suture broke very easily. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the sample noted one suture and one needle. It was observed, under magnification, that the suture appeared to have split under tension at the looped end. The loop was not returned. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure on a total hip replacement, the suture thread broke after taking just two ¿bites". Th ere was no excessive force on the suture and the suture broke very easily. They took a new suture thread to complete the case. There was no patient injury.